Manufacturer narrative:
An evaluation will be conducted when and if the device is returned.

Event description:
It was reported that when the surgeon used the knot pusher to push down the suture to the joint space the suture broke. He tried to tighten the t1 and t2 suture with a grasper. A second fast fix ultra and knot pusher were used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
One ultra fast-fix curved needle delivery system (B)(4) received. This device was received in good but used condition. The blue split cannula was returned. The white depth/penetration limiter was not returned. T1 and t2 were not returned. Partial suture was returned with frayed ends. The visual inspection does not indicate aggressive use. There is no bend or twist of the delivery needle. Functional test indicates that the manual advancement of the actuator is functional. This complaint is related to (B)(4) from the same procedure. It seems that the actual allegation is tied to the fast fix 360 knot pusher/slotted cannula system device on that complaint vs. This ultra fast fix device. There is no manufacturing cause related to support this complaint. No further investigation is warranted.